Manufacturer narrative:
The reported oad and guide wire were received at csi for non-destructive analysis. The guide wire was engaged with the oad. The oad was fractured at the proximal edge of the crown, and the fractured section was not returned. Embedded biological material was located at the fracture site. Analysis did not identify any damage that may have contributed to the accumulated material. The morphology and exact root cause of the accumulation was unknown. There was no damage to the guide wire was observed. The guide wire was seized within the oad driveshaft at the location of the accumulated material. As non-destructive analysis was requested, scanning electron microscopy of the fracture site, removal of the seized guide wire, and functional testing of the returned oad was unable to be performed. Driveshaft flexing at the weld location can initiate a fatigue failure. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of the fracture was undetermined. At the conclusion of the non-destructive device analysis, the reported event was partially confirmed. The unexpected noise was unable to be identified as functional testing was unable to be performed, and the dissection was unable to be confirmed. The diamondback 360 coronary orbital atherectomy system instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the proximal circumflex artery via femoral access. The lesion was severely calcified with 80% stenosis. The vessel was 3.4 to 4.0 mm in diameter, and there was slight tortuosity of less than 90 degrees at the ostium. The lesion was wired with a non-csi guide wire, and a wire exchange was performed for the viperwire guide wire. Glideassist was used to place the oad distal to the lesion. The lesion was treated with several distal to proximal treatments on low speed as there was a stent distal to the treatment area. During the final treatment, the oad made an unexpected noise. Imaging revealed that the driveshaft had fractured at the proximal edge of the crown. The crown was still attached to the driveshaft fragment. The oad and guide wire were found to be stuck together when an attempt to remove the oad was made. The oad and guide wire were removed together. The driveshaft fragment was located in the left main, and a type b-c dissection was observed in the proximal circumflex. An unsuccessful attempt to re-wire the circumflex was made. The driveshaft fragment migrated to the mid-left anterior descending coronary artery. An unsuccessful attempt was made to snare the fragment. A balloon was inflated distal to the crown in an attempt to pull the fragment out; however, this was unsuccessful. The patient was transferred to the critical care unit in stable condition. The patient returned on (B)(6) 2020. The physician wired the circumflex, and found that the dissection had healed, and no additional intervention for the dissection was required. The lad where the driveshaft fracture had been located was wired, and an unsuccessful attempt was made to retrieve the fragment with a wire filter basket. The physician felt the crown had endothelized and determined they would not be able to retrieve the fragment percutaneously. However, since the fragment was endothelized, the physician determined stenting over the fragment was not needed, and there were no flow issues in the lad, so the fragment was left as is in the vessel. The left main bifurcation to circumflex and to the lad was stented. Patient was discharged with no further reported complications.